Manufacturer narrative:
Reported event: an event regarding malposition and pain involving a patient specific distal femur was reported. The event was not confirmed. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: not performed as no medical records were provided. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 03 aug 2017 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from 03sep2016 to present for similar reported events regarding malposition and pain involving patient specific distal femur. There has been no other event. Conclusions: an event regarding malposition and pain involving a patient specific distal femur was reported. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened. Catalog numbers and lot codes of other devices listed in this report: smcic01 (b17904) circlip; smbsh02 (b17061) bushes; cmbpr01 (b17170) bumper pad; smmltb02 (b17601) short tibial bearing. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It is reported that "[surgeon] is revising the femoral component for pin 20837 today. They usually do this via the custom route but he hasn¿t this time..." Update 14oct2019 - the original implant (pin 20837) was causing pain and slightly mal positioned.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It is reported that "[surgeon] is revising the femoral component for pin (B)(4) today. They usually do this via the custom route but he hasn¿t this time. " update 14oct2019: the original implant (pin (B)(4)) was causing pain and slightly mal positioned.